Event description:
Customer reported the vaporizer had no output. There was no report of pt involvement. The unit was returned to the manufacturing site for investigation. The unit was tested and found to have output high to specification. During the investigation, it was noted that there was a fault with the rotary valve. Investigations of similar valves determined that it has been subjected to scratching of its sealing face.